Event description:
The valve was implanted at pressure level 0.5. Immediately after implantation, the physician attempted to change the pressure level and was unsuccessful. The valve was then explanted.

Manufacturer narrative:
The returned product is under evaluation.